Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.25x28mm xience alpine referenced is being filed under a separate medwatch MFR number. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% stenosed proximal left circumflex artery. A 4.0 xience alpine was deployed in the left main in a previous procedure. A 2.25 x 28 mm xience alpine stent delivery system could not cross the lesion due to the calcification in the lesion. When removing the delivery system from the anatomy there was resistance removing the device through the previously placed stent in the left main and the proximal struts were mangled and flared. There was no damage noted to the previously placed stent. Pre-dilatation was performed with a 2.25 mm balloon catheter and a 2.25 x 23 mm xience alpine was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, additional information was received stating that the previously implanted xience alpine is a 4.0x15 and was implanted on (B)(6) 2016.